Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported the caller was told their husband's implantable neurostimulator (ins) would last five years by the healthcare provider (hcp) but it only lasted two. The battery was replaced and the patient completely recovered. The caller stated the premature battery depletion was with the first implanted ins. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.